Event description:
A nurse reported that a pt undergoing v.a.c. Therapy for an open sternal wound expired after experiencing an exsanguination. The exact source of the bleeding was unk, as an autopsy was not performed. It was reported that the pt had undergone coronary bypass graft surgery and had mrsa mediastinitis. It was described that the lower part of the pt's sternal incision was opened and the lower wires were removed. A large amount of pus was present and the wound was irrigated. After 24-48 yrs, the v.a.c. Was placed after wicking out more pus pockets. Xeroform gauze was positioned at the base of the wound to protect underlying structures, and then v.a.c. Foam was placed on top. V.a.c. Therapy was initiated with the negative pressure set at 100 mmhg. During the night, it was reported that the pt's nurse noticed a large amount of blood coming from the dressing and into the canister. The v.a.c. Unit was turned off but the dressing was not removed from the wound to prevent disruption of any clot that may have formed.